Event description:
It was reported the patient's blood glucose level was elevated while wearing the pod for no more than 4 hours. The pod was reportedly not sticking well to the skin. The pod was worn last night and the adhesive was not sticking well. The cannula reportedly became dislodged. Since it was around midnight, the patient did not check their blood glucose level and instead activated a new pod. No additional information was obtained since the patient was not feeling well during the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown.omnipod software app version: 3.1.6.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.